Event description:
It was reported to philips that the device gave an alarm message: oxygen not available, error code. The device was not in use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed stated that the unit is also giving an "o2 device failure" alarm; error and found the o2 solenoid valve disconnected from the da pcba. The device had just been serviced. The biomed reconnected the o2 solenoid valve and confirmed that the unit now operates with no o2 related alarms. The biomed verified o2 is now flowing per the pneumatics screen. The device remains at the customer site.